Manufacturer narrative:
The alleged incident could not be duplicated. The jazzy elite hd passed stability testing in 2012.

Event description:
Provider states that the consumer's wife alleges her husband was going down a ramp and the wheelchair allegedly "lost control" and when off the ramp. Consumer allegedly fell out of the chair and the chair ended up on top of him.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Provider states that the consumer's wife alleges her husband was going down a ramp and the wheelchair allegedly "lost control" and when off the ramp. Consumer allegedly fell out of the chair and the chair ended up on top of him.